Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a variety of broken items found by sterile processing department (spd) staff while cleaning during routine inspection. The metal tip of depth gauge for small screws was broken off and outer body of depth gauge was crushed. There was no patient involvement. This report is for one (1) depth gauge for 3.5mm cortex screws this is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 319.091, synthes lot # ft00293, supplier lot # ft00293, release to warehouse date: december 22, 2016, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 3.5mm cortex screws (p/n: 319.091, lot #: ft00293) was received at us customer quality (cq). Upon visual inspection, no issues were identified for the complaint device. Device failure/defect identified? No. Investigation conclusion: the complaint was not confirmed as there were no broken features observed with the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.